Manufacturer narrative:
One sealed box of product was received for evaluation.. During the visual inspection of samples, no defects were found on the package. Sample were opened and the swage and attachment area was noted to be as expected. No needle breakage was observed. Suture were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break on needle body or did the needle pull off / separate / detach from the suture? If needle broke, what part of needle was the breakage noticed ( i.e. Swage, central portion of needle, tip of needle)? Did any piece of needle fall into patient? If yes, was the piece removed? And how? If not, were any measures were taken to retrieve the broken piece? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Has there been any medical or surgical intervention performed (or to be performed) post-op ? Any patient consequences / ae outcome as a result of this event? Was the procedure completed successfully? And how? Will the actual sample be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used to close the wound. The needle snapped off the loop suture. There were no adverse patient consequences reported.